Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the ins was in overdischarge. The hcp said they had already started the physician mode recharge (pmr) process. The hcp stated they were trying to recover the ins to put the ins in MRI mode. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient needed an MRI, but the patient hadn¿t been using their implant because it wasn¿t working right. The patient stated that they were going numb because of stimulation and it was bothering their stenosis of the spine. Now that they hadn¿t been using it, they had a normal numbness instead. The patient stated that they had been charging the ins and they thought they had charged it in the last two months. Patient services reviewed the jumpstart process just in case and the patient was redirected to call their healthcare provider (hcp) or manufacturer representative (rep) since they had their rep¿s number, if their ins wouldn¿t charge. The event date was asked but was unknown (stated about a year). No further complications were reported/anticipated.